Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the emergency room and the pulse generator exhibited backup vvi operation. The battery voltage had reached normal elective replacement indicator. The device was explanted and replaced on (B)(6) 2013.